Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/27/2020.

Manufacturer narrative:
Product complaint # (B)(4). Sample was received inside inner pouch, a visual inspection was performed of the entire reservoir, no broken or damaged components were identified. The plate was opened and closed ten times to verify that the locking mechanism was working properly sample was evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Plate was activated and de-activated several times without any issues. The inlet ports as well as the anti-reflux valve were inspected to identify any damage or occlusion and were found in good condition. The plate was activated while the inlet ports were open, and it was confirmed that the duckbill valve was not occluded because the reservoir filled with air. Also, while the plate was open, and the exit port closed, the plate was pressed to release the air and it was not possible, that confirmed that the duckbill valve doesn't allow the fluids to go back thru the inlet ports. Reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. Also, it was verified that no holes, open welding parts or channels were present. The zip tie that holds the plate was inspected and it was oriented correctly to avoid puncturing the bag. The reservoir was activated while the ports were closed with the plugs and the bag did not inflate after 10 minutes. If the reservoir had a leak, it would have inflated and did not happen based on the present analysis, it is determined that the reported complaint is not duplicated and based on the information provided it couldn't be related to manufacturing process. It is considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown breast and endocrine surgery on an unknown date and a reservoir was used. The suction could not be done during use. It was commented that there is a possibility that the spring was broken. Further details are not provided. There were no adverse consequences to the patient.